Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation in all of the lv vectors. The lv lead was electrically abandoned. It was noted that the patient is taking part in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patient felt fatigued since the left ventricular (lv) lead was turned off. The lead was turned back on. At a subsequent follow up check, the patient reported feeling better. The lv lead remains in use.

Manufacturer narrative:
(B)(4)